Event description:
Allergan aesthetics received a report of a patient treated the upper abdomen and infra-scapular on (B)(6)2019 with coolsculpting cooladvantage, petite coolcurve has developed paradoxical hyperplasia (pah/ph). Diagnosed on (B)(6)2023 with paradoxical adipose hyperplasia (pah) by medical professional.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
[MFR report # 3007215625-2023-00952 did not capture reported lipo-surgery performed on patient]]. This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting system to the upper abdomen and infra-scapular on (B)(6) 2019 using the coolsculpting cooladvantage, petite coolcurve applicator and the patient has developed paradoxical hyperplasia (pah/ph). Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by medical professional. On (B)(6) 2024, the patient had two corrective surgeries and was in need of a third surgery. It was not indicated whether the ph was previously existing or it is a recurrence of the ph event.

Manufacturer narrative:
Correction: b3, b5. This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting system to the upper abdomen and infra-scapular on (B)(6) 2019 using the coolsculpting cooladvantage, petite coolcurve applicator and the patient has developed paradoxical hyperplasia (pah/ph). Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by medical professional. On (B)(6) 2024, the patient had two corrective surgeries and the patient was in need of a third surgery. An email from patient stated " it remained after liposuction.". It was not indicated whether the ph was previously existing or it is a recurrence of the ph event.